Event description:
(Oral-b professional care 2000...part of the arm broke which) chipped his tooth [tooth injury]. Oral-b professional care 2000...part of the arm broke (which chipped his tooth - pain) [device breakage]. Case description: a female consumer reported that her son, a male consumer of (B)(6), used an oral-b professional care 2000 rechargeable toothbrush, 1 application, with an unknown frequency and on unspecified date(s). She reported that part of the "arm" of the toothbrush broke, which chipped his tooth and caused pain. Dentist was visited, who treated the consumer by extracting the tooth. Relevant history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was unknown. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Company statement: the brush, when used as directed or under foreseeable misuse, is not capable of chipping a healthy permanent tooth. In the case of abuse of the product, it is possible to chip a tooth, but not as a result of a malfunction of the device. In the experience of a 23 year veteran practicing dentist, a similar case has never been observed first hand or communicated via peers or read about in the scientific literature. The following observations support the assertion that under proper use and foreseeable misuse, it is not possible for a rotation oscillation toothbrush to cause the damage alleged in this complaint. A) the consumer, a (B)(6) male, who based on age, would have mixed dentition. This mixed dentition may consist of permanent incisors and molars, but the rest of his dentition would be primary teeth. Primary teeth at this age may not be healthy and sound. B) incident occurred with first use of toothbrush. The head coming off the handle would be passive and not able to generate sufficient force to damage an intact tooth. C) consumer saw dentist who extracted tooth. This is a radical treatment for a chipped tooth. Especially, if it was a permanent tooth with no other issues. The treatment decision suggests that the tooth was a primary tooth that had structural issues. At this time, we have not received the device back from the consumer. Submission of this report does not constitute an admission that the product cause or contributed to the adverse experience.